Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the shaft consistent with handling. The balloon was tightly folded. The hypotube was separated 29cm distal to the strain relief tubing, confirming the reported information. The fracture faces were oval shape as if kinked prior to separation. There were multiple bends through out the entire length of the hypotube. The tip length and 2/3 collapsed balloon profile were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. A hypotube separation is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, the patient anatomy was moderately tortuous which likely contributed to the reported difficulties. It is likely that as resistance was encountered; force was applied, resulting in the shaft kinking. Further manipulation would have contributed to the shaft ultimately separating. It should be noted the trek instructions for use states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for hypotube separations for this lot. In this case, the reported failure to advance and hypotube separation appears to be related to the operational context of the procedure.

Event description:
It was reported that during the attempt to advance the trek, resistance was encountered with the anatomy and force was applied. The proximal shaft separated into two pieces at the valve adapter. There were no adverse patient effects. No additional information was provided.